Event description:
Pt was being bronchoscoped when noted a foreign object pushed from scope. Object was brush tip of cleaning brush. Believed by staff that brush had been used to clean scope, tip broke off and remained inside scope and this was not known until scope was used and tip came out. Brush tip was retrieved by the physician performing the procedure.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mated with incompatible equipment, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.